Manufacturer narrative:
Concomitant medical products: 5076-52 lead; implanted: (B)(6) 2006; 429688 lead; implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks. The right ventricular (rv) lead exhibited noise and a possible fracture. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.